Event description:
The surgeon inserted an aa203tl silicone plate toric lens on top of another lens, but it was removed due to the surgeon not liking the way the lens sat in the eye. There was no patient injury, no incision enlargement or sutures. The lens was discarded.